Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the lv (left ventricular) lead dislodged. The lead was explanted. During implant attempt of the replacement lead, placement difficulty was encountered with two different leads. The leads were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.